Manufacturer narrative:
Philips service rebooted the system and restarted the vga-dvi converter, resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no live image was displayed on the flex vision; the issue was resolved via restart on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.